Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose level of below 40 mg/dl and 380 mg/dl. Reportedly, the customer alleged that the basal settings need adjustments. Customer consumed food and changed basal rates to address the low. Recommendation was made to consult with healthcare provider regarding diabetes management.